Event description:
Event verbatim [preferred term] burn blisters on the neck [burns second degree] , this package thermacare neck was clearly warmer than usually [device issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist reporting on behalf of her daughter. This report was received via a sales representative. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date in 2018 at an unknown frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare heatwraps; however, her daughter developed burn blisters after using thermacare neck, shoulder & wrist heatwraps on an unspecified date in 2018. It was reported this package of neck heatwraps was clearly warmer than usual. The batch/lot number and the expiry date were unknown. The package was thrown away and therefore no batch/lot number or sample that could be investigated was available anymore. A picture of the affected area was provided by the reporter. Action taken in response to the event was unknown. The outcome of the event was unknown. According to product quality complaint group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted:14jan2016 through 14jan2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 126 complaints for nsw products during this time period for the class/subclass. Of the 126 complaints; 25 complaints has the batch number recorded as "unknown". The 101 remaining complaints were evaluated. They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for products, refer to attachment january trending graph chart. The root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw products. Follow-up (07feb2019): new information received from product quality complaint group included: investigation results., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw products. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation has been completed.

Manufacturer narrative:
An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted:14jan2016 through 14jan2019/manufacturing site: pfizer albany/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 126 complaints for nsw products during this time period for the class/subclass. Of the 126 complaints; 25 complaints has the batch number recorded as "unknown". The 101 remaining complaints were evaluated. They were not confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse event safety request for investigation for products, refer to attachment january trending graph chart. The root cause category is non-assignable (complaint not confirmed as a quality defect). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw products.

Event description:
Burn blisters on the neck [burns second degree], this package thermacare neck was clearly warmer than usually [device issue]. Case narrative: this is a spontaneous report from a contactable pharmacist reporting for daughter. This report was received via a sales representative. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from 2018 at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps. However her daughter developed burn blisters after the use of thermacare neck, shoulder & wrist in 2018 and stated that this package thermacare neck was clearly warmer than usually. The batch/lot number and the expiry date was unknown. The package was thrown away and therefore no batch/lot number or sample that could be investigated was available anymore. A picture of the affected area was provided by the reporter. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.